Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, foreshortening occurred. The target lesion was located in the left main (lm) artery. The reference vessel diameter was 5.5mm. The physician advanced and deployed a promus element 3.5x23mm stent in the lm. A quantum 5.0mm balloon and a maverick 6.0mm balloon were used to post-dilate the stent. Intravascular ultrasound (ivus) revealed considerable foreshortening of the stent. The physician used a 3.5mm stent as there were no 4.0mm stents available. No further information is available. This product is only ous approved but it is similar to an approved us device.

Event description:
It was previously reported that a promus element 3.5x23mm stent was used in the procedure, however additional information received indicates the actual device used was a promus 3.5x23mm stent and the device manufacturer has been notified.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4)